Event description:
The user facility reported that the subject device was used for removing pancreatic stones from the pt's pancreas, the basket got broken, and the broken wire left inside the pt. The doctor dilated the pancreas and could retrieve the broken wire. The doctor completed the intended procedure by placing a covered metallic stent inside the pancreas. The doctor said that most probably the pt would get pancreatitis due to this incident.

Manufacturer narrative:
Olympus medical systems corp (omsc) could not evaluate the subject device because the user facility disposed it. Although omsc investigated the mfg records of the affected lot number 2xk, there were not any abnormalities. The exact cause of the reported phenomenon could not be conclusively determined. However, the size and the hardness of the stone could not be ruled out as a potential contributory factor. This report is being submitted as a medical device report in an abundance of caution.